Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had saline spill. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). Getinge field service engineer (fse) after investigation found saline on exterior of cardiosave as well as internal. Found saline on backplane board, cable tie nylon 5/16 nylon p-clip, power supply, and underneath the cart. Replaced the damaged parts mentioned above. Performed a preventive maintenance, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications, is cleared for clinical use, and was returned to the customer.